Event description:
It was reported that during a cryo ablation procedure to treat paroxysmal atrial fibrillation using a polarsheath, blood leaked from the sheath valve and bubbles appeared in the flushing line. The sheath had been inserted and the dilator and guide wire were removed. The sheath was aspirated and the flushing line was connected. They then noticed a slow but consistent drip of blood coming from the sheath valve. They also noted there were bubbles in the flushing line. They then replaced the sheath and were able to complete the procedure with no patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.